Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation; the investigation was confirmed for the reported balloon rupture, as a longitudinal rupture was noted to the balloon. The investigation was also confirmed for core wire break, as a break was noted to core wire. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v184040 vascutrak pta dilatation catheter allegedly experienced balloon longitudinal material rupture and break. This information was received from one source. Of the one balloon longitudinal material rupture malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.